Manufacturer narrative:
D10: 4336772 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups 4523444 170-36-03 - biolox delta femoral head 36mm od, +3.5mm 4554557 180-65-25 - alteon 6.5mm screw, 25mm 4572359 180-01-52 - nv crown cup clstr hole 52mm group 2 4643643 180-65-25 - alteon 6.5mm screw, 25mm the product associated with the reported event is within the scope of recall z-1732-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 77 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, synovitis, and osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.